Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a leaking bag in the cassette. The device was handled by the patient. The event occurred during patient use at the patient's home. There was patient involvement and no patient harm/adverse event.